Event description:
Patient was getting IV antibiotics via syringe pump. The normal saline (ns) flush was placed on the pump after the antibiotic was done infusing and flush was started. Patient's mom then noticed about 6 inches of air in the line after the ns flush was started. We unhooked the line from the patient so that no air got through the IV and into the patient. Mom stated that this exact situation happened the night before. Registered nurse (rn) recreated the situation outside the patient room to see if this would happen again. Rn used new IV syringe pump tubing (but same lot number), and new IV pump. No air was in the line until the syringe was replaced and restarted. Then rn saw about 3 inches of air in the line. Manufacturer response for stopcock, i.v. Set, ICU medical (per site reporter). Emailed ICU medical on 8/21. No response yet.